Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. All other lv parameters were within range and no intervention will be performed as the patient will continue to be monitored. The cause of the impedance issue has not been determined at this time and the system was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.